Event description:
The company representative reported that the customer (operating room) called stating the iabp was alarming optical sensor failure. The customer was instructed to unplug the sensor and re-insert. The pump was still alarming. The rep had them use the radial a-line as an alternative source. They were given instructions on how to set this up. The pt was placed on a fiber optic 34cc balloon. The ICU was called to obtain further info. The death of the pt was not attributed to the iabp according to the customer.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a datascope product. The extracorporeal tubing was not returned. Two kinks were found on the catheter tubing approximately 57.2cm and 76.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 73.2cm from the iab tip. The optical fiber was found to be broken, confirming the reported alarms. We are unable to determine when this may have occurred. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Internal complaint number (B)(4).

Event description:
The patient had the iabp inserted emergently in the cardiac cath lab by the physician. At the request of another physician, the patient was emergently taken from the cathlab to the operating room. They were unable to get numbers in the operating room. They tried to switch out the central console 2 times without any results. There was difficulty with aline sensor even in the cath lab when it was first inserted. The patient was transferred to the cardiovascular unit after surgery. The patient was coded. Family decided to make the patient comfort measures and patient expired within the hour of arriving to the cardiovascular unit.

Manufacturer narrative:
The device has not been returned for eval, a supplemental will be sent when the device is returned and the eval is completed. (B)(4)..